Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0ullq, implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a sudden return of symptoms and had to go to the bathroom several times a day. It was noted they had to go with no change in diet. It was reported that the patient had tried increasing to 8.5v on program 3 and did not feel stimulation, and that stimulation was not felt in the correct area (i.e., bicycle seat). In the past the patient was able to feel stimulation when they increased it. It was noted the therapy was on. No falls or trauma were reported, but it was reported that the patient was moving and did some heavy lifting/bending over and after that, they had noticed symptoms were returning. The patient was scared their lead may have moved. It was reported it might have felt like the stimulator was moving around when the patient put the antenna over it, but they could not tell if it was soft tissue on top of the ins or the actual device moving. It was reported that the patient had always had a bump on their back. It was noted the bump was about 2 inches away from where the implant was and they could put their thumb on it. The patient thought they could feel a wire in the bump or something moving around where it bulges out and it was soft and puffy, and located slightly left and in their upper back area. Trying different programs was reviewed with the patient and the patient did not feel stimulation on any program, but ended up setting stimulation at program 2 at 4.0v. Using a diary to track progression/therapeutic response and contacting their healthcare provider (hcp) about not feeling stimulation/bump/symptoms/check device/and if problem did not resolve was reviewed with the patient. It was noted the patient had an appointment with their hcp in 1-2 weeks from the date of the first information received. It was reported that when the patient first had the device implanted and was on narcotics, they may have accidently turned the ins off because they did not know they were pressing the off button. It was noted the patient had orthostatic hypertension so when they bent over, the low blood pressure from the orthostatic hypertension causes them to almost pass out. Additional information was received. It was reported that impedances were ran at 3v, 360usec and found all contacts were >4,000 ohms except c0 was 1016 ohms. It was noted these measurements were assumed to be different than historical measurements, but they did not have historical measurements available. No trauma or falls were reported to be related to issue; the patient was reported as ¿active.¿ it was noted that there were a sudden loss of stimulation sensation and return of symptoms. Additional information was received. It was reported that the cause of the loss of therapy/stimulation and high impedances were unknown. The patient was left on a program with c-0 active and the patient claimed to feel stimulation in the bicycle seat area. It was noted the patient would follow up with their hcp to determine if a replacement needs to be done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient having lead wire replaced on (B)(6) 2017. Caller reported that therapy stopped working, caller thought that it started in (B)(6) 2016 on a saturday. Patient had to go to bathroom frequently. When they noticed, patient checked ins with pp, and felt no stim sensation. Patient noted this occurred after some physical activity, reaching, bending sweeping. Patient called medtronic, went thru all 4 programs, turned up to 8.5. Patient said representative met them and checked settings, the result of this meeting- representative got it to work erratically on that settings then that stopped working. Next steps are to replace lead and caller wondered if ins should be replaced at the same time. It was reviewed battery calculation can be done in hcp office with 8840. There were no complications or that no further complications were reported.

Manufacturer narrative:
(B)(4) pertain to product ID: 3058, serial# (B)(4), product type: stimulator, electrical, implantable. (B)(4) pertain to product ID: 3889-28, lot# va0ullq, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the reported loss of therapy appears to have been a break in connection. An appointment was given to meet with a manufacturer representative. It was noted the patient was scheduled for a lead replacement on (B)(6) 2017.